Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior repair with sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the carrier detached inside the patient. However, it was retrieved as it reportedly came out from the patient with the suture dart still attached in the carrier. The procedure was completed with another capio slim device. There was no serious injury and no adverse patients effects resulted from the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.